Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Pneumoperitoneum is a known complication of a peg tube placement. The instructions for use indicate to secure the peg tube, pull on the abbvie peg tube until elastic resistance is felt and keep under tension and abbvie peg tube should remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date the patient was hospitalized for a pneumoperitoneum. The patent was treated with IV pain medications of paracetamol and enantyum. On (B)(6) 2017 the patient was discharged from the hospital.